Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the device was not returned for eval. Post-operative x-rays confirm brakeage of femoral stem component, but the reason for breakage is unk, although surgeon mentions the native condyles had resorbed and pt's weight was 100% loaded on the stem extension junction. Bone resorption could be due to infection or pt injury. Due to unavailable pt history, this cannot be confirmed. There are also no intermediate follow up reports of pt visits which could have given an insight to the alleged deficiency. With the available info, the probable cause for the breakage of femoral stem component cannot be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that pt underwent knee revision surgery. The proximal end of femoral component which accepts stem extension was noted as fractured.